Manufacturer narrative:
Additional manufacturer narrative: thromboembolism is the formation of a blood clot (thrombus) in a blood vessel (arterial and venous), that can obstruct the flow through this vessel. The travelling clot (embolus) may occlude vessels in the lungs (pulmonary embolism), brain (stroke), heart (myocardial infarction), gastrointestinal tract, kidneys, or leg. Thrombus has many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased valve. These events are typically related to the procedure and patient factors. Requests for device were attempted but the product was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. In this case, a definitive root cause for thrombus formation could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an 11500a pericardial aortic valve of unspecified size was explanted after an implant duration of approximately two (2) years due to heart failure. Upon inspection during surgery severe thromboembolism was present on both sides of the valve. Valve and leaflets were noted to be intact. The patient expired post-operatively due to dead gut. Bacterial culture test results were negative. Concomitant mitral and tricuspid repairs were performed. This patient had a history of native mitral valve endocarditis and cva.

Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.